Event description:
It was reported that the procedure was to treat the left coronary artery with heavy calcification, moderate tortuosity and 90% stenosis. The 2.0x18 mm xience alpine stent delivery system (sds) failed to cross the lesion due to the anatomy. An unspecified stent was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. Returned device analysis identified that the tip of the delivery system was torn. No additional information was provided.

Manufacturer narrative:
A visual inspection analysis was performed on the returned device. The reported failure to advance could not be tested as it was based on operational context. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It was reported that the stent delivery system (sds) failed to cross the lesion due to the anatomy. It is likely that the heavily calcified, moderately tortuous anatomy and 90% stenosis contributed to the reported failure to advance. Analysis of the returned device noted tip damage, stent deformation and a bunched balloon, which likely occurred due to interaction with the challenging anatomy. Additionally, the analysis noted damage to the shaft and hypotube, likely due to the manipulation of the device. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.